Event description:
Aspen surgical received a report from the distributor indicating that a fog product was discovered with a sealing issue. The item was not in use. No injury/death was reported. This event was filed in our compliant handling system as number (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was provided for review as well. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. H3 other text : device not available.

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. It was found that the protrusion bar used to detect our of pocket parts on the production line will push the treated sponge product out of the pockets if the plastic backing on the sponge is warped. Root cause was a machine error. Operators boxing the sponges should also detect seal errors during packaging. This was reviewed with the production team. We will continue to monitor the situation for any additional relevant information. This report can be considered final, however if we discover any additional relevant information it will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from a distributor that a dr fog sponge was discovered with sealing issues. Item was not in use. No injury/death was reported. The event was filed in our complaint handling system as (B)(4).